Event description:
Customer alleged that the head section is drifting down very, very slowly with time.

Manufacturer narrative:
Technician installed a new hydraulic power unit assembly and recheck bed function to resolve. No patient impact reported.